Event description:
A driver rx coronary stent system, width 3.0mm, length 12mm, was intended to treat a lesion in a patient. It was reported that the device broke while inside the guide catheter. The device never exited the catheter into the patient. The broken driver was pulled back and removed from the patient. It was reported that resistance occurred during removal from the hemostatic valve. A 2.75x12 driver was implanted successfully to treat the lesion. The patient was good post procedure and no clinical sequelae have been reported. Evaluation summary: the device was returned to medtronic for evaluation. The hypotube had detached 29.6cm distal to the strain relief. The hypotube was kinked on each side of the break site. Both the distal and proximal ends, at the break site, were oval in shape suggesting that the shaft may have been kinked prior to the shaft breaking.

Manufacturer narrative:
(B)(4). Results: other (cause of detachment unknown).